Event description:
During use of the device for a cardiopulmonary bypass procedure (cpb), it was reported that thirty (30) minutes into the surgery, the value of fio2 went blank. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.